Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked. The returned battery cap secured properly to the pump, and a power loss was not observed. Battery cap contacts height and width measurements were within required specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of damage to the power circuit was found. The complaint of a power issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.